Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that from an out-of-service form that this patient developed a (B)(6) infection. The source of the infection was unknown. The device and leads were explanted to rule out the possibility that the system was the cause of the infection. There were no additional adverse events reported.